Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) the surgeon reported that there was a slight chip out of the very tip of this haptic. Straight forward insertion. The surgeon loaded the lens himself. The surgeon suspected, it might have been part of the manufacturing process and rest of the iol was fine. The surgeon had left it in the eye and it was centered normally. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.10. Additional information provided in h.3., h.6 and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photo shows an implanted iol. The optic and one haptic, which is partially over the optic, are visible. The tip of the haptic appears to be damaged/chipped. Based on our observation of the attached photo the tip of the haptic appears to be damaged/chipped. The origin of the observed damage to the haptic cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).